Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient did not feel stimulation anymore. An impedance check showed that electrodes 2 and 3 were showing low impedance values between 300 and 400 ohms. The device was recently replaced and after being replaced the patient did not respond positively to the treatment. The patient recently complained of stimulation issues. When it is programed for monopolar stimulation using either the electrode 2 or 3, the stimulation is perceived only briefly (couple of ¿stimulation pulses¿). When the hcp tried to ramp up the stimulation, the patient felt it only briefly. It was noted that the patient underwent a surgical intervention (hysterectomy), however it was not clear whether this intervention was before or after the appearance of the therapy issues. They did not find an obvious error. The battery status was okay. Additional information received reported that troubleshooting performed was that there was an impedance check. The cause of the issue was not reported. The issue was not resolved. It was not determined if the therapy occurred before or after the surgical intervention. The surgical intervention of hysterectomy was not known if related to the device or therapy.